Event description:
The surgeon implanted an aa4203tl silicone toric plate lens but it was removed due to it wouldn't fit in the capsular bag, without tearing the zonules. The lens was removed and was replaced with an smaller lens. There was no pt injury and no product malfunctiuon. An mtc60c fp cartridge was used but the contact was unable to recall the lot number, nor the model and lot number of the injector.